Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was green oxidation and pin hole tears/bend noted on the white power cable and an attempt was made to exchange the patient to their backup pocket controller. However, some resistance was experienced when connecting the driveline cable to the backup controller and it was unable to connect. There was no obvious pin damage or obstruction noted on the backup controller. It was also reported that there was damage and discoloration observed on the patient's driveline and the patient did not experience any alarms. On (B)(6) 2023, it was reported that the patient¿s primary controller was exchanged to a new heartmate ii system controller. Additionally, log files were submitted for review, which captured 2 driveline disconnect alarms on (B)(6) 2023 and another one on (B)(6) 2023. There were no other unusual events recorded in the log file event history. Related manufacturer reference number for the heartmate 2 backup pocket controller: MFR-2916596-2023-08690. Related manufacturer reference number for the heartmate 2 pump: MFR-2916596-2023-08741.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange due to cuts/tears in the white power cable and green fluid contaminate coming out of the power cables was confirmed via analysis of the submitted photos and log file. The heartmate ii controller (serial number (B)(6) was not returned; however, a photo was submitted displaying the cuts/tears in the white power cable of the controller and a green fluid contaminate visible within the cuts/tears of the cable. The submitted controller log file contained spanning approximately 37 days (07nov2023 ¿ 14dec2023 per the timestamps). The log file captured a driveline disconnect alarm active on 14dec2023 at 13:08:26 - the last event of the log file and the controller was removed from external power at 13:09:54. These events are consistent with the controller being disconnected from the driveline and removing the controller from external power. Provided information stated that the two driveline disconnect alarms observed on 11dec2023 were due to the initial exchange of the controller, the controller was exchanged to as a result of the power cable damage, and no product will be returning for analysis. The root cause of the reported controller exchange was due to the damaged power cable of the controller and fluid residue coming out of the cable; however, the root cause of the damage and fluid could not be conclusively be determined through this analysis. The product investigation additionally found an atypical power cable disconnect alarm active in the log file. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: pcx-18857) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller and addresses how long the 14v batteries provide power to the system controller. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms, and the actions to take if the alarms do not resolve on their own. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.